Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the ventricular lead exhibited noise. All electrical measurements were stable and within range. No intervention has been performed.

Manufacturer narrative:
(B)(4).